Event description:
In february 2006 the lay reporter, the lay patient's son, contacted lifescan (lfs) alleging that the patient had been unable to obtain a result on his one touch ultra meter. The medical affairs specialist (mas) sent a letter to the patient since he could not be reached via phone. The son said the patient passed out on the night of feb. 11, 2006. The patient was not able to "get the one touch ultra meter to work". The patient was taken to the hospital where he was treated with glucose, and released. Results obtained at the hospital were not provided. The son did not have further information regarding the incident. No information was provided regarding the patient's diabetes treatment regimen, prior meter readings, or patient's actions prior to the incident. The customer service agent (csa) noted that the son purchased a new one touch ultra meter for the patient. The son could not provide additional information regarding specifically how the reported one touch ultra meter failed to operate at the time of concern. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the patient was unable to obtain a result on the meter for an unidentified period of time. The patient also required treatment from medical professionals.